Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking. Mmdg did follow up with the initial reporter, who stated that the patient had gone to the emergency room to receive their tpn therapy because they could not find their suppliers phone number, but that they hadn't had any adverse effects due to the complaint. (B)(4).